Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, in the patients right eye (od).

Manufacturer narrative:
D4: expiration date unk. Claim # (B)(4).

Manufacturer narrative:
The surgeon has confirmed that the anterior chamber has deepened during the patient's month-1 review. Hence, we will continue to monitor and there is currently no need for the lenses to be replaced. Claim # (B)(4).